Event description:
The customer observed a single non-repeatable, falsely elevated vitros gentamicin (gent) result predicted from a quality control sample when processed on a vitros 5,1 fs chemistry system. A result of > 10 ug/ml vs. An expected result of 1.136 ug/ml was predicted. There was no evidence that patient sample results were affected. However, a biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. There was no allegation patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that a non-repeatable falsely elevated vitros gent result was predicted from a quality control sample processed on the vitros 5,1 fs system. A review of vitros gent quality control results predicted during a 2 week time period prior to and after the day of the event was performed demonstrating acceptable accuracy and precision. There was no evidence found to suggest an analyzer or reagent malfunction contributed to the false low result. A definitive root cause for the event could not be determined. Evidence suggesting the pre-analytical handling of the quality control fluids and the vitros gent reagent packs by the operators was not in accordance with the quality control fluid manufacturer and ocd recommendations was presented by the customer. However, no testing was performed confirming these actions as contributing factors.